Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a male patient coincident with dianeal unknown bag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient contacted (B)(4) baxter technical service (B)(4) center and stated that pd therapy had been temporarily withdrawn since he had developed peritonitis. No laboratory or treatment information was provided. The outcome for the peritonitis was not reported. Concomitant medications were not reported. The consumer did not provide an opinion of causality.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.